Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was broke. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that trifuse broken at distal end - leur-loc thread broke off.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that trifuse broken at distal end - luer-loc thread broke off. One sample of mz9266 was received for quality evaluation. Visual inspection of the sample indicates that the securement collar was is missing from the assembly. Additional investigation of the adapter body looks to have residual material on the body that covers the groove that the securement collar should fit into. The customer complaint of component damage was confirmed. The investigation was forwarded to the luer connector supplier for further evaluation. Based on the findings of the investigation, and review of the component and full assembly processes, it was determined that the issue was not caused during each of those processes. Further evaluation of the sample indicates that the issue may have been caused by the customer using an antiseptic on the luer surfaces and not allowing the surfaces to dry completely, creating an issue where the luers connections can adhere together. When trying to disconnect this connection afterwards, the luer connection can crack. The root cause for the issue is likely a user issue. The bd clinical team was notified and will be in contact with the customer if further product information or training is recommended. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that trifuse broken at distal end - luer-loc thread broke off one sample of mz9266 was received for quality evaluation. Visual inspection of the sample indicates that the securement collar was is missing from the assembly. Additional investigation of the adapter body looks to have residual material on the body that covers the groove that the securement collar should fit into. The customer complaint of component damage was confirmed. The investigation was forwarded to the luer connector supplier for further evaluation. Based on the findings of the investigation, and review of the component and full assembly processes, it was determined that the issue was not caused during each of those processes. Further evaluation of the sample indicates that the issue may have been caused by the customer using an antiseptic on the luer surfaces and not allowing the surfaces to dry completely, creating an issue where the luers connections can adhere together. When trying to disconnect this connection afterwards, the luer connection can crack. The root cause for the issue is likely a user issue. The bd clinical team was notified and will be in contact with the customer if further product information or training is recommended. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.